Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The discordant result was reported to the physician(s). A qualitative troponin rapid test was performed for the same patient sample on the same date, and a negative result, considered correct was obtained. Additionally, a new sample was drawn from the same patient and processed on a non-siemens system at an alternate lab on the same date and a negative result, considered correct was obtained. A corrected report was issued at the original lab. The customer stated that a cardiac catheter examination was carried out on 16-may-2022 on the patient and there were no abnormal findings but a slight coronary calcification was detected. There are no known reports of adverse health consequences due to the discordant falsely elevated loci high-sensitivity troponin I (tnih) result or the catheterization.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of (hub cracked) cannot be confirmed as the device was not returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Contract manufacturer ((B)(4)) of the exodus dc device was made aware of this event via fyi (B)(4). A device history record (DHR) review was not conducted since there was no reported device lot number. Ship history report (shr) for past 12 months shows customer purchases multiple upns of exodus multi-purpose drainage catheters but only since (B)(6) 2021; they are total abscission (ta) drainage catheter users and switched temporarily to exodus due to ta back order. A DHR review of the shr lots is not warranted as upns are unknown. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." Labeling review: directions for use (dfu) states the following: caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Reference reports: device 1: (B)(4), 1317056-2022-00037. Device 2: (B)(4), 1317056-2022-00038. Device 3: (B)(4), 1317056-2022-00039. Device 4: (B)(4), 1317056-2022-00040. Device 5: (B)(4), 1317056-2022-00041. Device 6: (B)(4), 1317056-2022-00047. Device 7: (B)(4), 1317056-2022-00048. Device 8: (B)(4), 1317056-2022-00049.

Manufacturer narrative:
Additional information (21-jul-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc requested the customer send siemens the patient sample for internal investigation but no patient sample was provided. Hsc reviewed the instrument data and the information provided by the customer. Quality control and calibration results were within the customer's expected ranges. No issues were noted with other patient samples indicating that the dimension exl 200 system and loci high-sensitivity troponin I (tnih) assay were performing acceptably. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed on 24-may-2022. Initial MDR 2517506-2022-00137 was filed for the same event on 24-may-2022. MDR supplemental 2517506-2022-00137 supplement 1 is filed for the same event.